Event description:
Medtronic received information that approximately two years and ten months following the implant of this transcatheter bioprosthetic valve, into a surgical valve, the patient developed exertional dyspnea and orthopnea. An angiogram revealed left main coronary occlusion that was either caused by calcification or the medtronic surgical valve leaflet. Moderate paravalvular leak (pvl) was reported. The transcatheter valve was explanted and a non-medtronic valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.